Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the ok button on the one touch ultra2 meter was not responding. The medical affairs specialist mailed a letter on twelve days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue occurred the end of aug, at 11:30 a.m. Sometime around the end of september, the patient went to the emergency room with low blood glucose symptoms, sweaty, weak, and dizzy. Her blood glucose was tested and the result was 52 mg/dl. She was treated with food and drink. The meter issue was not resolved with troubleshooting with the cca. It would have been helpful to know: what happened prior to the ER visit, her medication regimen, the use of the meter in managing her blood glucose, and her testing frequency. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed she became hypoglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.